Event description:
Customer reported erroneous high accu tni (troponin I) test result was obtained for one pt when using a unicel dxc 600i synchron access clinical system. The erroneous test result was above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. Repeat analysis was performed. The test results were normal. A corrected report was sent. The erroneous result was reported out of the laboratory. There was no report of death or serious injury, or change to pt management.

Manufacturer narrative:
Sample was collected in a plastic corvac lithium heparin plasma tube with gel separator, and was described as 'normal' in appearance. Quality control (qc) was run once every 24 hours. Customer noted that qc was run before and after the event, and all qc recovery was in range. On (B)(4) 2009, the field service engineer performed preventive maintenance. Found dried wash buffer and or substrate around mixer assembly under substrate probe and dispense probe 3. Replaced mixer assemblies. Substrate probe had particulate matter on outside of clear tip. Ultrasonics tested low on high power (got 166v on 185v transducer) - adjusted to acceptable level setting. Volume checks 'all ok'. High sensitivity lumwash son/inc passed. Root cause was determined to be related to the particulate matter from substrate probe, rough mixing during substrate dispense, due to dried buffer or substrate. Issues were corrected during service call. This reportable event was identified during a retrospective review conducted between 01/01/2008 and 10/23/2010 of complaints for add'l reportable events. This is event 2 of 2 reported by this customer. The related MDR is 2122870-2011-04536.